Event description:
It was reported that the patient presented via remote transmission. Upon review, the atrial lead exhibited low pacing impedance. The intervention and patient condition were unknown.